Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Concomitant device 1x 440.831s / lot unk (tomofixtibheadpl sm med prox shaft 4ho h). Therapy date is unknown. Device expected to be returned. Not yet received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the breakage of the reported conical extraction screw occurred during removal surgery of the tomofix tibial head plate. The plate was cut and the screw was removed, eventually. The surgery was extended for 40 minutes due to the event. Concomitant device: 1x 440.831s / lot unk (tomofixtibheadpl sm med prox shaft 4ho h). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: september 22, 2014. No deviation or any non-conformance reports were marked in the device history record review. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was completed successfully. When the device was being evaluated by the manufacturer, it was noted that the plate and screw were stuck together. The previously reported concomitant plate will now have its own report and is no longer considered concomitant. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (conical extraction screw for large screws & 4.9mm bolts, part number 309.530, lot number 9093133). The subject device was returned with the complaint condition stating that during implant removal surgery, the user faced difficulties in removing the screw 413.365 from the tomofix mht 440.831 plate. The extraction screw tip 309.530 broke off so the user cut the plate in order to remove the plate and remaining screw from the patient. The procedure was completed successfully. Per complaint description, there has been a surgical delay of 40 minutes. The returned subject device was received broken with the tip stuck in locking screw head part number 413.365. The threads of the locking screw were determined to be correctly engaged into the plate thread, confirming that the user had followed the surgical technique according to the associated technique guide. The locking compression plate drill sleeve was used to drill the bone, providing the right angulation for the locking screw insertion. The extraction screw 309.530 has been used in order to grasp the locking screw into the recess. This is the start of the practice to remove a screw with a damaged recess. The extraction screw tip has broken into the locking screw recess. Drilling marks are present on the plate and the locking screw. The user likely attempted to remove the screw head and the broken extraction screw using a carbide drill bit. The reported complaint description did not provide enough information to determine the cause of the failure. The complaint condition is confirmed; however, a root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporting facility phone number is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6). This report is 1 of 3 for (B)(4).